Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between nov 25, 2025 and february 4, 2026. Section e1: (first name): unknown/not provided. Section h3:the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The preloaded multifocal intraocular lens (iol), model drn00v, was reportedly explanted for an unspecified reason and replaced with another odyssey iol of the same model with a 1-diopter higher power. No further clinical details or additional information regarding the reason for explantation or patient outcome were provided.